Manufacturer narrative:
The cause of the discordant advia centaur xp troponin ultra results is unknown, however, they appear to be related a reagent readypack that became compromised after the initial use. The discordant results were observed when there were only 30 tests remaining in the readypack.. Another readypack from the same reagent lot did not show the discordant results. The system is operating within specification. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Manufacturer narrative:
MDR 1219913-2014-00298 was filed on november 28, 2104 reporting advia centaur xp troponin ultra (tni ultra) results that were initially elevated when tested with one readypack and were lower upon repeat testing from another readypack. Additional information - december 22, 2014. The customer confirmed that no other discordant results were reported when the problem with the readypack occurred. All previous and subsequent sample results were verified. No root cause has been identified. Siemens tested three additional readypacks of advia centaur xp troponin ultra lot 010087 at the customers site and there were no problems with the calibration of the readypacks.

Event description:
Customer observed two advia centaur xp troponin ultra (tni ultra) results that were initially elevated when tested with one readypack and were lower upon repeat testing from another readypack. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp troponin ultra results.